Event description:
It was reported that the device would not power on with a known good battery. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control received the device but evaluation has not begun. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56